Event description:
Customer alleged that one of the spokes on the wheel is cracked. (B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The consumer's preexisting medical condition states that he has a closed fracture of the femur. This is the reason for the rollator. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The dealer stated that one of the spokes on the wheel is cracked. The dealer has possession of the rollator. A quote has been issued, (B)(4), for the replacement part. The consumer is using a walker that he used previously. No injury or medical intervention alleged.